Event description:
Vassallo gt hybrid .014 ("the product") was used for the lesion with 250mm 100% stenosis moderate calcification. Antegrade femoral approach was attempted first with the product, unsuccessfully. While tibial / pedal approach was then attempted with the product, the distal end broke off inside the patient. The foreign object was able to be removed from the patient by balloon catheter. The product was used with a saber .014" balloon, 3.5mm x300 mm.